Event description:
It was reported that the pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the speaker holes and remove, then reconnect, the cartridge. After waiting, insulin resumed, and the pump returned to normal operation without recurring alarms. The representative provided tips to prevent future altitude alarms, and the caller acknowledged these steps.